Event description:
Caller reported cgm error 42, which prompted a complete reset of the pump by cts. There was no adverse impact to the customer¿s blood glucose level. After the pump reset, the cgm error did not appear again, and the caller successfully started their sensor session.